Event description:
It was reported that the arctic sun device got a low flow/low air leak message. Neonate was at target temperature, flow rate was 0.9lpm, inlet pressure was -7.8psi, circulation pump was 32%, pump hours were 708 and system hours were 777. Ms&s had nurse to disconnect and reconnect pads using proper technique and confirmed the pads were not twisted or kinked anywhere. Inlet pressure (ip) settled at -7.0psi and flow rate remained at 0.9lpm. Ms&s suggested to continue therapy as long as patient was maintained at target temperature. Nurse was aware that the display would read low flow. Per follow on with ICU nurse on 28jun2021, the patient completed therapy with no change in pads.

Manufacturer narrative:
The reported event was confirmed as use related as the flow rate issue is solved by disconnecting and reconnecting the arctic gel pads. It was unknown whether the device had met specifications. The potential root cause could be "misconnection of supply and return lines." The product was used for treatment purposes. The failure was caused by the misuse of the product. No sample was returned for evaluation. The DHR review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device got a low flow/low air leak message. Neonate was at target temperature, flow rate was 0.9lpm, inlet pressure was -7.8psi, circulation pump was 32%, pump hours were 708 and system hours were 777. Ms&s had nurse to disconnect and reconnect pads using proper technique and confirmed the pads were not twisted or kinked anywhere. Inlet pressure (ip) settled at -7.0psi and flow rate remained at 0.9lpm. Ms&s suggested to continue therapy as long as patient was maintained at target temperature. Nurse was aware that the display would read low flow.